Manufacturer narrative:
(B)(4). Correction - the initial report stated the device was being returned; however, additional information received from the site states the device will not be returned. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to advance; however, the subsequent treatment appears to be related to circumstances of the procedure. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The reported patient effect of death as listed in the graftmaster rx coronary stent graft system, instructions for use (IFU), is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Additionally, it was reported that a diagnostic catheter was used during the initial crossing attempts. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic instructions for use, (IFU) specifies: use guiding catheters which have lumen sizes that are suitable to accommodate the stent graft delivery. Appropriate guiding catheter(s) 7f / 0.074 inch inner diameter (ID) for 4.50 to 4.80 mm diameter graftmaster rx, or 6f / 0.068 inch ID for 2.80 mm to 4.00 mm diameter graftmaster rx system.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The other rx graftmaster referenced and xience alpine referenced are being filed under separate manufacturing report numbers.

Event description:
It was reported that during the procedure, a 3.0x23 xience alpine stent was implanted in a 100% occluded mid saphenous vein graft (svg) to the posterior descending coronary artery (pda), resulting in a free perforation with extravasation. The patient became pulseless (cardiac arrest) and hypotensive, and the advanced cardiac life support protocol was initiated. Balloon tamponade was performed at the site, followed by attempts to cross to the perforation with a 3.5x16 rx graftmaster covered stent, then a 2.8x16 rx graftmaster covered stent, but each stent failed to cross. It was then noted that a diagnostic catheter, and not a guiding catheter, had inadvertently been used during both crossing attempts. The diagnostic catheter was replaced with a guiding catheter then an unspecified 3.5x20 balloon was advanced and inflated at the perforation site. While it was reported that use of the graftmaster devices did not cause or contribute to complications or adverse events, the patient was transferred to intensive care unit and expired the same day for an unspecified reason. No additional information was provided.